Event description:
It was reported that a patient's right ventricular (rv) pacing lead had been experiencing intermittent positional loss of capture at full device output settings. The lead was capped and successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID addr01 implantable pulse generator implanted: (B)(6) 2007, product ID 5534 implantable pacing lead implanted: (B)(6) 1997. (B)(4).